Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patent under the right eyes with 0.5 cc of juvéderm® volift¿ with lidocaine. Immediately, the patient experienced ¿pain, vomiting, and blurred vision.¿ the patient was immediately treated with 0.2 cc of degradation enzyme and was sent to the emergency room, where the patient was sent for emergency medical examinations and optic nerve tests that resulted as ¿normal.¿ the patient still had ¿blurred vision¿ with necrosis of the right cheek tissue but no visual impairment and experienced ¿lower eyelid redness¿ and was ¿unable to rotate the eyeball.¿ a week later, the patient was treated with hyperbaric oxygenation that improves the skin. The event is ongoing.